Event description:
Complainant alleged that while treating a pt, the associated defibrillator did not auto-decrease to 10 joules when the internal handles were attached. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.